Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was scheduled for a vns explant surgery due to an infection at the generator site. The patient¿s explant surgery was completed where the generator and a section of the lead were removed. A review of device history records showed that the implanted generator was sterilized prior to distribution. No additional pertinent information has been received to date.